Event description:
Failure to alarm: fluid had pooled underneath the dressing and was dripping out onto patient¿s clothing but the device did not alarm and appeared as if it was working.

Manufacturer narrative:
The complaint was not confirmed, upon the evaluation of the returned device. The complaint indicates pooling underneath the dressing and dripping out onto patient¿s cloth and the device didn¿t alarm. Upon receipt, all functional testing including alarms operations were conducted with pass results. A visual inspection was conducted and no anomalies were noted. No problem was found with the pump. The unit is working within specifications. There is no detail of the location of the wound, dressing changes frequency, pressure setting of the device and/or orientation of the unit in relation with the wound. A blockage alarm will be triggered if an obstruction is detected between the clp (controlled leak pathway) and canister, or if the canister is full. If a blockage occurs at the wound site or within the fluid handling pathway and air still reaches the system, the pump will not alarm. A leak alarm will be trigger if the system detects a significant leak (>0.7 l/min for more than 1 minute). A possible root cause for pooling at the wound site are: blockage caused by clotting at the head of the soft port or gradual blockage/buildup of blood clots/exudate inside the soft port fluid handling pathway. In regards to a pump not triggering a leak alarm with obvious drainage leaking out at the wound site, this most likely means that the system was holding the negative pressure, confirmed within the description of the report which states that little fluid was detected at the canister, probably as a result of a blockage and a leak not significant enough in order to trigger an alarm. As precaution a regular monitor of the wound should be maintained in all patients. No corrective action is needed at this time; a replacement was provided to the customer to continue with the therapy. The device is working within specifications. Smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.